Manufacturer narrative:
The pedal returned to normal after the battery was replaced. After multiple tests, the operation was resumed. The manufacturer provided a spare pedal. After the pedal was replaced and tested normally, the subsequent operation was carried out. There were no abnormalities in the subsequent use. This investigation is ongoing.

Event description:
The user facility in china reported the equipment was normal during the preoperative examination. A patient had been prepared for incision and phacoemulsification when there was a foot control error. However, the pedal of the phacoemulsification machine did not work, and pressing the pedal could not release ultrasound and negative pressure. The surgery was delayed over 30 minutes while the foot control battery was replaced. The patient experienced pain and a long waiting time on the operating table, but no other abnormalities were observed after the operation. There were no abnormalities in the subsequent use of the foot controller.

Manufacturer narrative:
The most probable root cause was determined to be a component issue from battery degradation due to age. The system was manufactured in october 2020, and the pedal has a one-year warranty period, indicating the battery was likely used well beyond its intended service life. The issue resolved after replacing the battery, and subsequent use showed no abnormalities, supporting the conclusion that the failure was related to a depleted or degraded battery. This is considered a normal wear-out condition rather than a product defect. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.